Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "improper operation". It was not reported if the patient was hospitalized. Treatment was not reported. It was reported that the patient passed away. The cause of death was not reported; however, "fatal peritonitis" was reported. It was not reported if an autopsy was performed. It was reported the patient was recovering from peritonitis prior to death. It was not reported if pd therapy was ongoing or if pd therapy was being performed prior to death. No additional information was available.